Manufacturer narrative:
Liebel flarsheim field svc engineer visited hospital to evaluate sys operation. Svc report fse verified operations per service manual. All parameters were within specifications. Injector system returned to full service by the customer.

Event description:
Customer reports via phone that a female patient having CT abd/pel with contrast for perforated appendix. IV access in the rt hand with a 24ga angiocath. IV access device connected to a 60" coiled tubing, attached to a prefilled syringe of optiray 350 in the injector. Customer states that patency check was fine. Contrast injection started and the initial flow observed by the tech was good. Tech stepped into the CT control room and observed contrast on the monitor during scanning sequence. When the tech stepped out post CT, the pt indicated that she felt pressure in her hand but did not indicate pain. An extravasation of approx. 50ml was noted. Cold compress applied and a radiologist was called to evaluate the site. Pt arm was elevated and pt observed for 10 minutes. Pt discharged home with directions to call her physician if she felt any pain or if swelling occurred. No further ade experienced.